Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was exacerbating a patient's pre-existing back injury. The patient's nurse instructed the patient to remove the lifevest for a short time each day to help the patient's back pain improve.